Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported damage was confirmed. It is likely that the noted tear occurred due to the guide wire puncturing through the balloon during replacement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 5x40 mm armada 35 was at the severely calcified, severely tortuous right iliac artery when it was decided to change out the guide wire. The guide wire was removed and replaced with a glidewire. During advancement of the glidewire, the wire came out the side of the distal shaft of the armada, but it did not perforate the vessel. The shaft remained intact and no air entered the patient from this issue. All the devices were removed as a unit. Another guide catheter was inserted and an armada 18 was used to complete the procedure with no further issues. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.